Event description:
It was reported that the device had changes in infusion rates where two drips were running on two pump modules on the same pc unit. The fentanyl drug was ordered using interoperability at the rate of 7.8ml/hr for vtbi of 37ml/hr over the duration of 10 hours. The rn noticed that despite the pump running at 150 mcg/min of fentanyl, the mar (medication administration record) was reading 50 mcg/min. It was also noted that the same thing was happening with the norepinephrine in which the rate coming over into the electronic record was lower than what was actually running. The pumps were taken out of service and new infusion initiated on new channels without incident. There was patient involvement but no harm.

Manufacturer narrative:
Omit:b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had changes in infusion rates where two drips were running on two pump modules on the same pc unit. The fentanyl drug was ordered using interoperability at the rate of 7.8ml/hr for vtbi of 37ml/hr over the duration of 10 hours. The rn noticed that despite the pump running at 150 mcg/min of fentanyl, the mar (medication administration record) was reading 50 mcg/min. It was also noted that the same thing was happening with the norepinephrine in which the rate coming over into the electronic record was lower than what was actually running. The pumps were taken out of service and new infusion initiated on new channels without incident. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.